Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level of 404 mg/dl. Customer was treated with insulin pump. Customer was not using auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.